Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#:305932, batch#: 4066025. It was reported that the bd syringe 0.5ml 29ga 1/2in bls 400 sg safety mechanism broke (safetyglide). The following information was provided by the initial reporter: rcc received a complaint via email. Complaint#1: on (B)(6) 2024 staff ¿noted that some of the bd safety insulin needles are defective. When uncapping the syringe, the whole safety is getting stuck in the cap, exposing the needle only. Ref#: 305932, lot: 4066025c1.¿ no patient harm noted. We have 2 samples of that lot number. Complaint#2: on (B)(6) 2024, staff found the same issue with a different lot number. When uncapping the syringe, the whole safety is getting stuck in the cap, exposing the needle only. Ref#: 305932, lot: 4066025d1. No patient harm. We have 1 sample in this lot.

Manufacturer narrative:
Investigation summary: 3 syringe needles were received and tested with the customer's complaint of safety mechanism breaking. The syringes received were separated completely from safety mechanism upon receipt and the customer's complaint was verified. The manufacturer was then notified of this failure. The root cause of this error has been traced to an improper application of the safety mechanism to the syringe body during initial assembly. Corrective action is not necessary due to the closure of the manufacturing facility since this device was produced. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples received.